Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a bolus delivery attempt the customer's blood glucose was 118 mg/dl at the time she made the report. During troubleshooting, it was found that the insulin pump was in the same room when magnetic resonance imaging was taking place, but the customer did not have it on at the time. The customer does not use the sensor feature on the insulin pump. She was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. The customer stated that the issue was recurring, and that she would rewind the insulin pump and be able to use it again. The customer further stated she did not have a back-up treatment plan and would continue to use the insulin pump. She was advised that this was not recommended, however the customer could not be stopped, and she stated she understood. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.